Manufacturer narrative:
Final analysis notes that as received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was asymptomatic. It was noted that non sustained episodes indicative of noise and pacing inhibition was observed on the right ventricular (rv) lead. During a procedure to remove the rv lead, the right atrial (ra) lead dislodged as it was endothelialized to the rv lead. Both the rv and ra leads were explanted and replaced. The patient was recovering.